Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lump, firm, redness, feeling like the inside of the gum was bitten and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin irritation, pain, induration, erythema and abscess: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noted that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the lateral cheeks and jaw as well as juvéderm volift with lidocaine in the marionettes and oral commissures bilaterally. Prior to the injection the patient's skin was cleansed. Patient returned to the clinic for a review a month later and was concerned about a lump on the inside of their mouth on the left lower cheek and jowl area. On palpation, the lump felt firm. There was some protrusion of the lump on the left of the patient's mouth and lower face. Patient did not feel unwell, no fever and had redness around the lump. Patient described feeling like they had bitten the inside of their gum. Patient mentioned having a similar problem 2 years ago "following fillers." Patient came to the clinic thinking they need antibiotics. After consulting with a physician via skype, it was suggested that the patient have an ultrasound. Patient was reviewed again 2 days later and the lump on the left lower cheek and jaw was larger. Patient had keflex for 3 days and the lump increase. The antibiotic was changed to clindamycin and after 2 days, there was no improvement. The same physician was skyped again and again advised the patient to get an ultrasound. Phone follow up with the patient a week later noted that the patient had been in the hospital after a scan revealed an abscess. The hospital lanced the abscess and provided the patient with antibiotics during their stay. Patient was discharged with antibiotics and was on the mend. Patient was followed up again via phone a month later and the patient noted still having a small lump below their lip on the left side and was still on antibiotics. Patient returned to the clinic about 2 months later and the issue had resolved. It was noted that juvéderm volift with lidocaine was the only product that was injected near the lump/abscess.

Event description:
Additional information: patient was concomitantly injected with botox® to the mentalis, depressor anguli oris, glabellar lines and canthal lines.